Event description:
The heads of three locking screws and one cortical screw sheared off post operatively at the plate/screw head interface. The patient experienced a distal 1/3 humerus fracture of the left upper extremity and the plate and screws were implanted. The screws were noted as broken and the patient was revised to a 4.5mm plate. The shafts of three of the screws remain in the patient. Reportedly, the patient was compliant. This is 1 report of 2 for the same event.

Manufacturer narrative:
The manufacture site and the manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. No investigation could be performed, no conclusion could be drawn as no device was returned and no lot number was provided.